Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 170 mg/dl. The customer stated that she was attempting to check the alarm history while troubleshooting for a motor error and the screen went blank. The customer stated that the screen is completely blank and is unresponsive to the keys. The customer was advised to insert new aaa alkaline batteries. The customer stated that the screen remained blank. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to call back to troubleshoot.